Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer. No pump information was able to be obtained as the reporter represented the healthcare provider's office and was not linked to one specific pump.